Event description:
According to the reporter from synthes (B)(6) warehouse, 4 mislabeled screws were found initially, and then 7 other pieces were found in selzach stock. A total of 111 holders of the matrixmandible locking screws were labeled as 12mm (length) instead of 5mm. The real length of the screws is 5mm. This is report 11 of 11 with the same label report.

Manufacturer narrative:
Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. PMA 510 number: device is not distributed in the united states, but is similar to device marked in the USA. The investigation found that there was a mfg oversight during the production process. Personnel were retrained and an add'l control has been put into place to verify that the labels matched the length of the screws.